Event description:
The customer called for help with his meter. While troubleshooting, he performed control tests and received a result of 217 mg/dl. The normal control range was 97-134 mg/dl. No adverse events alleged. The test strips are to be returned for evaluation, and replacement test will be sent.